Event description:
Customer reported having continues issues with "no delivery" alarms. Troubleshooting was performed. Customer's blood glucose was 400 mg/dl, treated with 20 units by manual injections. Alarm and possible causes where explained to the customer. Alarm cleared. Disconnect and reconnected current tubing and reservoir. Customer was instructed to manually prime insulin, insulin did exit but customer stressed he had to push real hard. Customer was instructed to use a new infusion set and do another manual prime, insulin did not exit. Customer instructed to use a new reservoir with current tubing and run a manual prime on the device; it alarmed "no delivery." Customer was advised the device will need to be replaced. No further information reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.